Event description:
Boston scientific received information that this right atrial (ra) lead displayed loss of capture (loc). The lead was suspected to have perforated the patient although this was unable to be verified during a revision procedure. The lead was explanted and replaced. The lead is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix mechanism failed to extend; x-ray evaluation did not reveal any helix anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.